Manufacturer narrative:
Per gfe response, the authorized service provider (asp) confirmed that the device had a noisy blower. After cleaning the device and performing routine maintenance, the asp verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was very noisy. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the device could not be used normally during maintenance of the device--when the device was turned on, the tidal volume was not possible, and the device was very noisy. Usage of the device was immediately stopped, and the reported issues were reported to the armory department for testing and maintenance. A standby device was used instead, and there were no adverse effects. The investigation is ongoing.